Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, brown particles in the fill channel, and an opening . Leak test was performed and identified an opening on the anterior. A microscopic analysis was performed which identified a striated edge opening consistent with the use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.